Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse reviewed error logs and did not find any errors on universal surgical manipulator (usm) 3 to explain what the customer was experiencing. Fse swapped usm3 with usm1. Fse performed system verification. No issue found. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, user informed the technical support engineer (tse) that they encountered intermittent trouble with arm3 when the endoscope was installed. The user experienced difficulty moving the scope through its range of motion, although no collisions occurred, and the arm appeared free to move. The user clutched the arm, which resolved the issue temporarily. No messages or errors were noted during this time. The system was not connected to the network during the call. The tse recommended checking if the sterile adapter and drapes were catching on the linear rail and to try using a different scope if possible. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.